Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, target vessel stenosis occurred. In sep 2008, the patient was diagnosed with unstable angina (braunwald classification: iib) and cardiac catheterization was recommended. The target lesion was located in the proximal right coronary artery (prox rca) with 95% stenosis and was 24.0mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm taxus perseus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient experienced dyspnea on exertion. In (B)(6) 2013, the patient presented with shortness of breath worsening over last few months. The patient was hospitalized for the same and cardiac catheterization was recommended. 90% stenosis was noted in the mid rca, which was treated with balloon angioplasty and placement of a 3.5x9.00mm non-bsc stent overlapping with a 3.50x16mm promus element stent, with 0% residual stenosis following post-dilation. The event was considered resolved without residual effects. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).